Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap 25 device was returned with the cannula cap broken and the piece was returned. In an attempt to replicate the reported incident, the provided device was activated manually. Twenty straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. The plastic tip which protects the end of the device got broken. A part of the piece remained inside the device and hindered the advancement of the clips. No part of the device fell inside the patient. Another like was used to complete the procedure. There were no adverse patient consequences reported.